Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing discomfort from the ins. The patient does not want to be on pain killers for the rest of their lives and wondered if they need to ask their healthcare provider (hcp) to take the device out. The caller reported that the patient's pain was not from stimulation, but was a steady pain which goes from the vagina into the patient's body. The caller was advised that the patient can try to decrease stimulation to see if the discomfort goes away, but the patient was told by their hcp not to change the settings. The patient was advised to follow-up with their hcp to determine possible next steps to resolve the patient's discomfort. No device malfunctions were reported and patient status is unknown at the time of this report. Additional information was received from the healthcare provider (hcp). Hcp reported the action/intervention taken to resolve the discomfort was the patient was examined. It was noted that pain was all over their back. The device was turned off and the patient continued to have pain. Hcp said this is likely related to chronic back pain. The cause of the discomfort was the patient's chronic back pain. The issue has not been resolved. Despite removing the device, the patient continues to have pain, but stimulation is gone. The resolution statement is conflicting with the action/intervention that was mentioned earlier in the report. No further patient complications have been reported as a result of this event.